Manufacturer narrative:
The device was discarded so it could not be analyzed and it was also not even impossible to define the lot number of the instrument, so the manufacturer could have not be defined and no documental review could have been performed as well.

Event description:
During the primary hip surgery and while drilling a hole for screw placement in the acetabulum, the drill bit broke. A fragment was not able to be recovered and was left inside of the patient's acetabulum. There was a 5 minute delay in the case and the surgery was completed successfully.